Manufacturer narrative:
Surgical intervention reported for pt with a knee interpositional device. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention reported for pt with a knee interpositional device.